Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after moving the infusion site and later discovering a loose luer connector; blood glucose rose to ¿high¿ and up to 400 mg/dl, remained elevated for approximately 1.5¿2 hours, and improved after the connector was tightened and a 7-unit manual injection was given while disconnected per guidance. Symptoms included nervousness and anxiety. Outcomes included the need for user-performed corrective action and temporary interruption of automated insulin delivery. Investigation included technical support troubleshooting and user education regarding supply integrity, site change, and disconnection if giving manual insulin. Investigation of this case revealed a loose or unsecured connector leading to interrupted insulin delivery, which plausibly contributed to hyperglycemia. It was concluded that the event was related to a connection issue with the infusion set interface, and the device functioned as designed once the connection was secured. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.